Event description:
In patient's room to start IV. Nurse used chloraprep provided in IV start kit to clean patient's arm prior to IV insertion and chloraprep resulted in two linear abrasions to patient's right antecubital area. Chloraprep lot# 88663 on actual chloraprep, however kit lot# is 213752.